Event description:
It was reported the pt's device was removed due to the device "starting to protrude out of the pt's body." No further info was provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).